Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had did not infuse. The infusion was set to run over 30 to 60 minutes and the pump looked like it was infusing. The pump alarmed that the infusion was complete but no infusion was given to the patient. This occurred during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.